Event description:
It was reported that a user experienced hyperglycemia after a snack, with a highest recorded blood glucose of 375 mg/dl and prolonged levels above 180 mg/dl despite alerts for sustained hyperglycemia; the user had recently changed pump supplies, confirmed insulin dripping from tubing, and noted no kinks or leaks, and was advised to replace the infusion set and monitor. Symptoms included headache and shakiness. Outcomes included no hospitalization, no professional medical intervention, no need for assistance, no ketone testing, and no use of backup therapy. Investigation included customer care troubleshooting and user education, along with follow-up outreach. Investigation of this case revealed no confirmed device malfunction and no identifiable component issue, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.